Event description:
It was reported that the needle spinal bns 20ga 3-1/2in quincke was found contaminated with foreign matter before use. As reported by the customer, "the customer received contaminated needle #400498 ndl,spinal,20gx3-1/2in,quincke type point,ns".

Manufacturer narrative:
Describe event or problem: it was reported that the needle spinal bns 20ga 3-1/2in quincke was found contaminated with foreign matter before use. As reported by the customer, "the customer received contaminated needle #400498 ndl,spinal,20gx3-1/2in,quincke type point,ns" investigation summary: DHR review: per DHR review there were no issues reported that could have contributed to the reported condition, in addition no ncmrs nor machine interventions were generated for this lot. Two photos were provided for investigation. In the photos it was observed that a foreign matter was at the hub area of the assembly needle. As per observed, foreign matter is embedded on the resin. Environmental controls: the needle assembly is performed in manufacturing area that is environmentally controlled. The environment of the manufacturing rooms is monitored with an established frequency per site environmental monitoring procedures. The manufacturing area walls, floors and manufacturing/packaging work surfaces are sanitized per site cleaning procedures on established frequencies. 1-gowning- procedures for controlled area personnel gowning are in place. There is a gowning room prior to entry into the manufacturing areas. The use of hairnets, beard covers, smocks, hand sanitization and gloves (if touching product) are required inside the manufacturing areas. In the packaging area, associates use hair nets. Associates are trained to the gowning procedure during new hire training process and are re-trained on an annual basis. There are visual aids for the gowning process and mirrors in the gowning rooms to assure that associates are complying with requirements. 2-incoming inspections: materials and components used for the assembly and packaging process undergo incoming inspection and supplier requirements are defined in applicable material/components specifications. 3-in-process and final inspections: all in-process and final inspections are performed in manufacturing area in which is area has a controlled environment, thus, personnel has gowning requirements. Needles are inspected per assembly machine and control plan requirements for foreign matter at regular intervals throughout the process using a level ii, 2.5 % aql inspection plan. Ftir analysis was completed on the brown foreign material observed embedded in the hub of the needle. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a mixture between polypropylene and cellulose and lignin (paper product). Conclusion(s): bd was able to confirm the customer¿s indicated failure mode with the photos provided. All process and final inspections for this lot were performed with acceptable results. Nevertheless, a possible cause of foreign matter was observed. Juncos will perform awareness to material handles in which perform the task of opening the compound resin package and add them to plastic bins. Thus, blades were change to new blades to avoid unsharpened blades which can cause the bag to release particulate. The most possible root cause for foreign matter found embedded at hub molded area is regarding particulate from the packaging of the compound resin.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle spinal bns 20ga 3-1/2in quincke was found contaminated with foreign matter before use. As reported by the customer, "the customer received contaminated needle #400498 ndl, spinal, 20gx3-1/2in, quincke type point, ns".